Manufacturer narrative:
Other text: h3, h6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a damaged front cover, line cord frayed, pole clamp broken, quick connect corroded, enclosure cracked under the quick connect, and had an outdated power switch cable and retainer connected to the circuit board. The observed condition of the device confirmed the reported issue, and the investigation attributed the root cause to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Due to the condition of the device, it has been deemed beyond economical repair and will be decommissioned.

Event description:
It was reported that the device has a frayed power cord and the IV pole knob is broken off. Patient involvement is unknown.

Manufacturer narrative:
Other, date of event and d4:UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.